Event description:
It was reported to boston scientific corporation in 2008 that a standard balloon replacement g tube device was planned for during a percutaneous endoscopic gastrostomy (peg) replacement procedure to be performed on the day before. According to the complainant, during preparation, the balloon would not inflate. The procedure was completed with another standard balloon replacement g tube device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed, the cause of the reported event is undetermined. The july 2008 15-month replacement g-tubes-enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.